Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed ligature marks approx. 10 cm distal to the is 1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 15 cm distal to the is 1 connector pin. In that section, the lead body was found squeezed and deformed. In addition, the outer conductor coil was found fractured, which was confirmed during the electrical analysis. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Due to the damages, the mechanical inspection and the functional test of the helix fixation mechanism were not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in the future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in the future.

Event description:
This lead was explanted due to noise and charring on insulation due to cautery. No adverse patient events were reported. Should additional information become available, this file will be updated.